Manufacturer narrative:
It was reported that the patient's knee is loose in flexion. The cause for the looseness is unknown. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's knee is loose in flexion. The cause for the looseness is unknown. Revision surgery is planned to exchange the poly inserts.